Event description:
The customer alleges that the endotracheal tube had expanded and was not able to be placed into the patient smoothly. Patient condition is reported as fine.

Manufacturer narrative:
(B)(4). From the picture provided it seems to be a "tube kinking". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. From the picture provided it seems to be a "tube kinking", however the complaint cannot be confirmed; it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. If the complaint sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.